Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was blood in the guidewire lumen. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No leaks were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon ruptured occured. The 100% stenosed target lesion was located in moderately tortous and severly calcified left anterior tibial artery. A 1.2mm x 15mm x 142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon ruptured occured. The 100% stenosed target lesion was located in moderately tortous and severly calcified left anterior tibial artery. A 1.2mm x 15mm x 142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.